Event description:
It was reported that the patient underwent tracheostomy for pneumonia 4 years prior, and the patient breathed through a tracheal cannula and was ventilated with assisted ventilation. The endotracheal cannula was replaced on (B)(6) 2024, and then ventilator-assisted ventilation was applied with intermittent suctioning. On (B)(6) 2024, the endotracheal cannula was found to be ruptured, leaking, and hypo-ventilated, and the endotracheal cannula was immediately replaced. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.